Manufacturer narrative:
E1: patient city:(B)(6) patient country: israel name: (B)(6) country: united states of america street: (B)(6) based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that on (B)(6) 2026, the patient experienced an episode of hyperglycemia, with a reported blood glucose level of 400 mg/dl. The patient presented to the emergency room due to feeling sick. The hyperglycemia was managed with the administration of insulin injections. The patient was subsequently admitted to the hospital for less than twenty four hours.